Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, after seating the anchor and attempting to tie the suture knot, the suture retriever fractured. A second suture retriever was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a (B)(6) of 1825034-2016-04721. This report was sent in error and should be voided.